Event description:
During the procedure the hypotube separated resulting in the occlusion balloon deflating. The phsycian inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician removed the adapter from the occlusion balloon wire to insert the stent delviery catheter and the hypotube separated resulting in the occlusion balloon deflating. The physician removed the occlusion device and replaced it with another to complete the case. The pt is reported to be fine.